Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(4) 2009. On (B)(4) /2011, the pt was revised due to instability.